Manufacturer narrative:
Service was not requested for this event. The operator did not wear appropriate personal protective equipment (ppe). As per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer alleged while replacing the peristaltic pump tubing, a tube came off the pump and splashed diluent in the operator's left eye involving coulter ac t series analyzer. The operator was wearing a lab coat, gloves and prescription glasses. Eye protection was not worn. The operator stated less than a droplet went into the left eye. After approximately five minutes, post exposure, the operator felt a burning sensation in the left eye. The operator referred to the material safety data sheet (msds) and flushed the affected eye with copious amount of water for 15 minutes. The operator reported the incident to (B)(4). The operator did not seek medical attention and stated to be in stable condition on (B)(6) 2009.